Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced endophthalmitis. Reportedly, "a case of unilateral endophthalmitis. Retina has seen the patient and has decided to do a vitrectomy," and "it is too early to know the outcomes, but the patient was, I believe, great at day 1 but moved to worse than count fingers 3 days later. She will update me on the patient progress."

Manufacturer narrative:
Manufacture narrative: endophthalmitis is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).